Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced numbness in their hand since initial implant. Surgical intervention was undertaken on (B)(6) 2024, wherein it was discovered that the ipg site was infected. As a result, the system was explanted during the procedure. The patient was prescribed oral antibiotics.